Event description:
It was reported that the patient, with an inflatable penile prosthesis (ipp), experienced an issue with the device only deflating a third of the way. The deflating of the device takes at least 20 min to do so. The patient will be following up with their physician for further guidance. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.